Event description:
It was reported that a vessel closure was attempted with a prostyle device relative to a procedure. Reportedly, an unspecified failure occurred. The method of hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: the date of event has been estimated.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode could not be verified as the returned device analysis indicates the device was successfully deployed. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # correction - lot updated from 4053041 to 4081343.